Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located at the proximal region of the lead. The cause of the reported events was isolated to the abraded outer insulation and the exposure of the outer coil in the abrasion zone due to friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) and atrial leads. In addition, the oversensing on the atrial lead resulted in inappropriate mode switch. As the root cause of the oversensing was unknown, the physician elected to explant and replace both leads and the device. During the replacement procedure, insulation damage was visually confirmed on the rv lead. The patient was in stable condition.